Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: it was when opening the bx in the operating room when they saw the incident. The patient was not affected by the product. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an unknown procedure that the harh36 is defective. The device doesn't have protection at the top of the scissors.

Manufacturer narrative:
(B)(4). Date sent: 6/28/2022. D4 batch #: v7030p. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the tissue pad damaged, melted and 100% present. The tissue pad was not detached as reported by the customer. Due to the device packaging not being returned, we are unable to investigate further on the reported packaging issues. The device was tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.